Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) regarding the clearlink buretrol set in which the tubing is wrapped around a cardboard insert inside the packaging, and is too tight at times which causes serious kinking in the tubing. The neonatal unit affected with constant pump alarms due to this as they deliver low volumes due to kinked tubing. The reported lot number, ur11l01105, is not valid. The condition was observed during use, however, there was no patient injury or medical intervention reported. No additional information is available.